Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the pump powered on to a blank display. A test display was installed and the blank display persisted. Unrelated to the original complaint, moisture was found through the display. A leak test was performed and failed due to a crack at the bottom right corner between the keypad and the pump seal. The pump was opened to find moisture on the printed circuit board. Additionally, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.